Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and superior vena cava (svc) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead experienced high and infinite rv coil and superior vena cava (svc) coil impedance measurements. A connection issue is suspected. The device and rv lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.